Manufacturer narrative:
510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed.one (1) picture was available for investigation of this complaint, it was observed a box with product label no product was in the picture. One (1) pouch was received for investigation, this was visually inspected by un-aided eye. Result: it was confirmed that there was not product inside the pouch.the root cause of the reported issue was found to be the most probable cause is that operator inadvertently missed packing one (1) part during load of multivac machine, however the cause for not detecting the defect was related to personnel does not correctly tare the weighing equipment. Actions were taken to mitigate the reported issue: personnel was notified of reported defect.

Event description:
It was reported that the product package was empty. No patient injury was reported.